Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she's had bent cannulas in the past when removing the infusion sets. Assisted the customer with programming changes given to her by her healthcare professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.